Event description:
Following implantation of this device, a communication error message was displayed when attempting to save the threshold test. The test did not save; however, the next day, the device was interrogated and the threshold tests were found saved. The pacemaker remains implanted.

Event description:
Following implantation of this device, a communication error message was displayed when attempting to save the threshold test. The test did not save; however, the next day the device was interrogated and the threshold tests were found saved. The pacemaker remains implanted.

Manufacturer narrative:
The threshold test did not save at implant.a response from the manufacturer is pending. Device remains implanted

Manufacturer narrative:
(Other): the threshold test did not save at implant. A response from the manufacturer is pending. (Other): since the device remains implanted the programmer files were reviewed. (Other): the files showed the reported telemetry errors resulted form an inadequate management of internal data by the programmer. The programmer software anomaly will be corrected in the upcoming version software. (Other): there is no safety issue and the device can remain implanted without further action. Device remains implanted.